Event description:
Medtronic received info that while rewarming the pt during cardiopulmonary bypass, this oxygenator failed. Details of the device failure are not known at this time. The device was used throughout the procedure with no reported adverse pt effects. It was reported that the perfusion records are not available and the device is not returning.

Manufacturer narrative:
(B) (4). Device history reviewed. Result: device history review found the product met specifications when released for distribution. Exact cause of event cannot be determined. The device will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that the product met mfg specifications when released for distribution. Conclusion: due to limited info obtained regarding this event, no definitive conclusions can be drawn at this time regarding the performance of the device. Medtronic will continue to monitor field performance to detect similar events. No adverse pt effects were reported.